Event description:
The customer reported via phone call that they received a motor error alarm after wearing the insulin pump into a magnetic resonance imaging machine. Customer's blood glucose was 66 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also reported a motion sensor test failure alarm occurred after replacing the battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.